Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The surgeon was able to fully insert the electrode without further complications reported. The recipient's device was activated. This is the final report.

Event description:
The recipient reportedly experienced a gusher.